Event description:
The salute fixation device is intended for fixation of prosthetic material. The report received from the hospital stated that the or received the salute with a broken tip and that the instrument was not prepared for the surgery or used. A disposable implant cartridge was not loaded into the instrument.